Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical products: part: 0100121040, alloclassicâ®, sl stem, offset, uncemented, 4, taper 12/14, lot: 2406809. Part: 239256, m2a-magnum 12/14 tpr 42-50 std, lot: 377090. Multiple MDR reports were filed for this event, please see associated reports: cup: 0001825034-2019-01315, head: 0001825034-2019-01317.

Event description:
It was reported that a patient underwent an initial right hip procedure and subsequently, the patient was revised due to pain and elevated metal ions 11 years later. Attempts have been made and no further information has been provided.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Reported event was confirmed by review of op notes. Op notes indicate patient was revised due to pain and episodes of seizing of the right hip. Dark fluid consistent with metallosis was collected from the joint. While entering the hip, there was evidence of significant metallosis within the tissues of the capsule with dark staining of the synovial tissue of the right hip. There was evidence of significant granular debris. The trunnion was in acceptable condition. There was osteolysis about the proximal aspect of the femur. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.